Event description:
A 26mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported the deivery system was inserted percutaneously. During the procedure, there appeared to be dissection in the femoral area and there was some blood loss. The dissection was surgically repaired and the pt was given a unit of blood. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes results: lack of info (aneurysm and vessel morphology are unk). Inherent risk of procedure (arterial trauma/dissection/perforation). Conclusion: lack of info (aneurysm and vessel morphology are unk).